Event description:
It was reported that the implant was opened, and the stem was found poking through plastic container. The implant was deemed unsterile and was not used on the patient. There was no reported surgical delay. No additional information was available.

Manufacturer narrative:
(B)(4). Product was returned and evaluated. A visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). The sterility had been compromised. The reported event was confirmed by evaluation of the returned product. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The condition of the device when it left zimmer biomet was considered as conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.